Manufacturer narrative:
(B)(4). One used ls1020 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies. Mechanical testing confirmed that the jaws opened and closed normally using the handle. Additional testing was performed on porcine kidney tissue with multiple seals on vessels of various sizes, and pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. Product device history records could not be reviewed because no lot number was provided, and no trend is associated with this issue.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, alarms would sound with use of the device and the jaws had to be manually opened.